Event description:
It was reported that multiple cartridge alarms occurred. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. The customer reverted to alternate therapy for diabetes management.